Event description:
On (B)(6) 2026, the patient had an issue with the infusion set as the infusion set are damaged and the packaging was reported as not sealed properly misshaped or sterile packaging not intact.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.